Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient, the device alarmed for low exhaled tidal volume. There was no patient harm reported.